Manufacturer narrative:
Na

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The manufacturer's service technician was able to duplicate the reported problem. After operating the ventilator in normal mode for a few minutes, the unit went vent inop due to an inhalation autozero failure. Upon inspection of the ventilator, the service technician reported finding the inhalation pressure transducer hose was pinched between the top and bottom enclosures. The customer had recently completed performing a 12.5k preventive maintenance service on the ventilator and pinched the hose upon reassembling the ventilator for use. The manufacturer's service technician repositioned the transducer hose to correct the problem caused as a result of the customer's service.